Event description:
A report was received that the patient had a fall and lost stimulation. The patient underwent a pocket revision procedure. The pocket was revised to be more comfortable for the patient. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's fall was not device related.

Event description:
A report was received that the patient had a fall and lost stimulation. The patient underwent a pocket revision procedure. The pocket was revised to be more comfortable for the patient. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.